Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service engineer (fse) found protein build-up in the sipper nozzle and removed it. The fse checked all alignments, primed the analyzer, and performed an ise check. Calibration and qc were performed successfully. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient on a cobas 8000 cobas ise module. The initial na result was 153 mmol/l. The repeat result was 144 mmol/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The electrode serial number and expiration date were requested but not provided.